Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the cdh33 instrument package was damaged. Another instrument was used to complete the case. There was no consequence to the pt.